Event description:
Case type: re-do afib with boston scientific farapulse system, carto 3 system. It was reported that the patient suffered cardiac perforation, pericardial effusion. After mapping in the left atrium with the pentaray catheter it was exchanged for the farawave catheter. Pfa was performed around the left-sided pulmonary veins, the posterior wall and right superior pulmonary vein. At this point transseptal access was lost with the faradrive sheath and farawave catheter. The physician regained transseptal access using xray, and while advancing the jwire they reported that it became "stuck or caught." The boston scientific rep advised the physician to advance the wire. The wire and catheter were then visualized outside of the carto 3 system left atrial map geometry, when prior to this they were within the left atrial geometry. An intracardiac echo (from the soundstar catheter in the right atrium) revealed a large effusion. A pericardiocentesis was immediately performed and one liter of fluid was removed. The patient coded in the lab, chest compressions were administered, and the patient regained a pulse. The CT surgical team was summoned and the patient was transported to the or where they performed open heart surgery and patched a hole on the anterior roof of the la. The last known patient status was stable, in post-op recovery. The most suspected devices to attribute to the cardiac perforation is the sheath and catheter used during transseptal access. This is because the event occurred when the transseptal access was lost and while regaining transseptal access and advancing the j-wire, it became "stuck or caught". The wire was advanced and the wire and catheter were then visualized outside of the carto 3 system left atrial map, when prior to this they were within the left atrial geometry. The faradrive sheath and farawave catheter were used in this procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154470.